Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2022. The day post a catheter placement, infusion was difficult. Two days post a catheter placement, the catheter was occluded. When the position of the catheter tip was confirmed by fluoroscopy, it was found to have moved considerably and was near the area from the clavicle to the axilla. An x-ray of the upper arm showed that the catheter looped and kinked at the venous valve in the upper arm (approximately 6 cm from the insertion site). There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2022. The day post a catheter placement, infusion was difficult. Two days post a catheter placement, the catheter was occluded. When the position of the catheter tip was confirmed by fluoroscopy, it was found to have moved considerably and was near the area from the clavicle to the axilla. An x-ray of the upper arm showed that the catheter looped and kinked at the venous valve in the upper arm (approximately 6 cm from the insertion site). There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked and occluded catheter was confirmed. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to all three luer adapters. A permanent kink impression was observed between the 13cm and 14cm depth markings. The sample kinked preferentially at the kink impression site during manual manipulation. Microscopic inspection of the kink site revealed material buckling, wear and discoloration in the vicinity of the kink impression. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion and aspiration with no observed leaks; however, during manipulation while infusing, the catheter kinked at the kink impression site, resulting in complete occlusion of the white-luered lumen and partial occlusion of the red- and grey-luered lumens. Also received were four radiographic images which appeared to depict a radiopaque inserted PICC catheter. The catheter appeared to be kinked/looped near the insertion site. Kinking of the indwelling catheter appeared to cause the reported infusion difficulty. It appeared that the catheter became kinked near the insertion site either during or shortly following catheter placement. Catheter insertion site, placement technique and securement technique may all contribute to catheter kinking.